Manufacturer narrative:
It has been reported to philips that it was identified that the azurion system did not turn on, while preparing the system for a patient for percutaneous sclerotherapy for lymphatic malformation of the right knee. Subsequently the patient was transferred to another facility and the procedure was successfully completed with no patient harm noted. The azurion system is not serviced by philips. Philips submitted a service quote to the customer but the quote was rejected. Philips has completed a good faith effort to get further information regarding the cause of the reported problem, however, the customer has indicated that they will not provide any additional information. Philips did not have access to the system at the time of the event and log files are not available, philips is not able to further investigate the reported problem. The codes were updated based on the investigation outcome. The serial number, product UDI, reporting address line 1 and the reporting address city have been updated.

Event description:
It has been reported to philips that it was identified that the azurion system did not turn on, while preparing the system for a patient for percutaneous sclerotherapy for lymphatic malformation of the right knee. Subsequently the patient was transferred to another facility and the procedure was successfully completed with no patient harm noted. The azurion system is not serviced by philips. Philips submitted a service quote to the customer but the quote was rejected. Philips has completed a good faith effort to get further information regarding the cause of the reported problem, however, the customer has indicated that they will not provide any additional information. Philips did not have access to the system at the time of the event and log files are not available, philips is not able to further investigate the reported problem.